Event description:
The end user has reported that an unexpected issue was observed with operated knee 29 days after a gmrs surgery performed on (B)(6) 2025. At this time, the cause of the incident has not yet been determined. The surgeon has advised that the patient will undergo a revision procedure to directly assess the situation and determine the underlying causes.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: 61931010; simplexhv ce genta 10 pack; 434ba983jf. 64813112; mrh tibial b/plt keel med 2; tje4p. 64812100; mrh tib rot comp xs-xl; 205586a2. 64952030; gmrs dist fem comp std l 65mm; tdd6j. 6495-5-215; 15mm press fit bowed stem 150; 247223b. 64786625; ti dur reg fluted stem 15x80mm;125982. 64812120; mrh axle ctd;121107. 64812150; mrh hdp assembly pack; llm089. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.